Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) produced warning tones a few days after the patient had shoulder surgery. Interrogation found a device 'malfunction' error code. Cpi recommended device replacement.